Manufacturer narrative:
Zimmer biomet complaint (B)(4). R.j. Obermeyer, m.j. Goretsky, r.e. Kelly, et al., selective use of sternal elevation before substernal dissection in more than 2000 nuss repairs at a single ins..., journal of pediatric surgery, https://doi.org/10.1016/j.jpedsurg.2020.07.005. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that 36 patients developed infection following a primary nuss repair. Attempts have been made and no further information has been provided.